Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for head/neck (non-malignant) pain. Patient's lead is implanted in the neck area. It was reported that the patient's therapy was turning off by itself. Patient was able to sync with the ins and confirm the therapy and stimulation is off using the patient programmer. Patient was also able to turn the therapy back on and the therapy works fine when it's back on. Impedance checks were performed and was found to be normal ranging from 656 to 1004 ohms at 1.50 v. Therapy turning off was reported to occur when patient is sitting on a chair or walking. Manufacturer representative will send the patient's log to the manufacturer. No patient symptoms were reported.